Manufacturer narrative:
--

Manufacturer narrative:
Following receipt of additional information, this event will be further updated.

Event description:
Subsequently, the patient was scheduled for lead replacement however, the left sub-clavian vein was thrombosed and the patient rescheduled for a later date. During the attempted intervention procedure a fluoroscopy image confirmed the fracture at the suture site location.

Event description:
Boston scientific crm received information that during a routine clinical follow-up, high out of range pacing impedance and loss of capture were observed with this left ventricular lead. An x-ray confirmed the lead was fractured and medical intervention to follow at a later date. No adverse patient effects reported and the patient was discharged with lv therapy programmed off.